Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during manual drain. The caregiver (cg) stated that they were doing a manual drain at the end of therapy when an error occurred. The cg stated that the home patient (hp) had not disconnected. The baxter technical service representative (tsr) had the cg check the patient line. The cg stated that there appeared to be a split in the tubing on the transfer set. They cycled power off and on to clear a se 2240 followed by a 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and they removed the cassette. The cg would call the peritoneal dialysis registered nurse (pdrn) to advise as soon as possible. They cleared the error ending therapy. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. There was something unusual noted about the supplies. The issue was located on the transfer set. The home choice set was not being reused. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.